Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6004039 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of reference samples buid-umd version 12 for the code "leakage from connection between the tubing connector and the infusion set (cannula part/base piece)". Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to with work instruction version 1, (B)(4) version 39, test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instruction version 9, test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instruction version 25, test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6004039 was manufactured according to the document (B)(4) version 94 on the packing process in the multivac10, on 30/oct/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing leaking at coupling housing event on (B)(6) 2024. Infusion set had been used for less than 24 hours. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.